Event description:
Litigation alleges that the patient suffers from pain and discomfort in hip and leg which has increased over time; severe pain, weakness, decreased range of motion, misalignment, popping/clicking, headaches, dizziness, and difficulties with activities of daily living. The patient also alleges elevated levels of cobalt chromium metal ions, and muscles mass and deterioration of the soft tissue.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The part and lot code combination was not provided for the unknown depuy broach. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
**Update* 1/4/2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records indicate that the patient sustained a crack in the femur during stem implantation. Records are available for further review. **update** 6/4/2013- upon medical record review by a medical professional, it was discovered that the fracture was caused by broaching. The stem has been changed to an unknown broach.